Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with hcg cutoff urine control and 3 high level hcg positive urine controls, all results were positive at read time. No false negatives were obtained. MFR batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged false negative hcg results for one pt. Results as follows: pt was in the ER and they ran the icon test prior to an x-ray. The icon urine test was negative but the quantitative hcg was 83,000. The pt was x-rayed. No sample remained for additional testing. Expiration date: november 2015. The lot had been validated with external qc before it was sent to the floor. Test is run by the nursing staff. Customer states that they have investigated and they do not believe that is possible that the samples were misidentified. No pt info was provided.